Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (30 mg/ml at 5 mg/day) and morphine (7.5 mg/ml at 1.25 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that an active motor stall was seen upon pump interrogation. The patient reported symptoms of withdrawal. The pump was replaced on (B)(6) 2019. The patient's weight was unknown. The issue was resolved. The cause of the stall was unknown. No further complications were reported.